Event description:
It was reported that the customer had inserted the sensor today and received a change sensor several times over 4 sensors. Customer's blood glucose level was 400 mg/dl. Customer had calibration errors and change sensor alerts. Customer mentioned that the cannula was also bent. Customer stated that the adhesive patch on the one sensor appeared to be split. The 4 sensors will be replaced as a courtesy. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.